Event description:
Psychiatric electroshock with adverse reactions including: severe headaches, muscle tremors, permanent long term memory loss, shoulder and neck pain, no change in depression lack of ambition.